Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter displayed the "error 4" message. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said that the issue started three days prior around 9 pm. As a result of the issue, the patient took less food and or drink the same day. Two days later, around 11:30 am, the patient was at the emergency room. He mentioned he felt weak, dizzy, and had blurred vision that day. He also mentioned obtaining IV fluids in the hospital but did not say what was in the IV's. It would be helpful to know how the patient manages his diabetes based on the meter readings and whether he thinks consuming less food/drink may have contributed to the symptoms. It would also be helpful to know what the patient would have done differently had the meter been functioning. It was determined during the troubleshooting telephone call the patient's testing technique was correct and the test strips were within expiration dating and in good condition. The issue was not resolved when retesting with a new vial of test strips. This complaint is being reported because the patient reported that he had an issue with the product and afterwards was treated by hcp's, although it is unclear what the patient was treated for.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.